Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient needed an MRI but the implantable neurostimulator (ins) needed to be recharged and the end of service (eos) message was seen by a manufacturer representative (rep). The battery was pretty much dead, and it was dying quick since implant, so the patient had to charge the ins every week. The ins charge would not hold; the patient would use the device for about 1-2 hours one time out of the week before he would have to recharge again. It was noted that, due to the patient¿s job, they had to sit and bend a lot, so sometimes the recharger antenna would move/the ins was become uncharged, so the patient only charged when he needed to. A rep had to meet with the patient multiple times because of power on reset (por) and he had to reprogram it. Por was seen on the night prior to the report, there was a dissatisfaction with the ins longevity. It was later reported that the ins was overdischarged for a 3rd time and the patient uses the system more in the winter. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for next steps. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was no change in activity. The patient said the battery wouldn't charge and now it doesn't work. No steps were taken and the issue has not been resolved. No further complications were reported.